Event description:
It was reported via repair work order that the brakes could not fully engage due to bent brake rings and malfunction drive link assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.